Event description:
It was reported that the customer experienced a cgm error identified as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, guiding the customer through the process. After the reset, the error code did not reappear, and the customer successfully began their sensor session.